Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where the user continued to have one-time orders in pyxis which were removed and did not time out. A technical support specialist found a duplicate of a previously reported production issue (pi) involving one-time orders being removed more than once after an update message was received, even after the order had already been removed. The specialist checked the order ID, shared the findings with the customer, and noted in the reports that two removals and a return were performed against that order. A workaround was provided to manually discontinue the orders after they are removed or completed to prevent additional medication dispenses such as one-time orders. The technical support specialist also stated that this was a bug contributing to a production issue. No hotfix was available, and the issue would not be resolved until the site upgrades to es 1.7 or higher. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server continued to have one-time orders in pyxis that were removed and did not time out. Rn removed a second hydromorphone on a one-time order. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server continued to have one-time orders in pyxis that were removed and did not time out. Rn removed a second hydromorphone on a one-time order. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.